Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal products used in l3/4/5 o blique lateral interbody fusion (olif), l5/s transforaminal lumbar interbody fusion (tlif), posterior fixation of t9-s2ai for thoracolumbar kyphosis. Levels implanted was t9-s2ai. It was reported that revision surgery was performed due to loose screws. After performing l3/4 olif and inserting the cage at l4/5, an attempt was made to remove the inserter, but the central shaft remained and was reconnected to the inserter, but it could not be secured and was unusable. There were no further complications or symptoms were reported. Additional information was received via manufacturer representative that the inserter was broken. There was no allegation/malfunction associated with cage.

Manufacturer narrative:
G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.